Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to t-wave oversensing. It was noted the patient had some mental instability which worsened with the inappropriate shocks. The shock vector and rate zones were increased. No additional adverse patient effects were reported.